Event description:
Red gasket fell off mics collar in spd after case. Case type / application: tka 2.0. Update- the red band on the collar of the mics came off.

Manufacturer narrative:
The event was confirmed. Method & results: product evaluation and results: serial number: (B)(6). Evaluation 1: ball retaining housing missing red paint. Evaluation 2: pivot mechanism - damaged. Reported condition confirmed: yes clinician review: no medical records were received for review with a clinical consultant. Product history review: a product history review is not required, as no manufacturing specific issue has been alleged. Complaint history review: a complaint history review is not required as there was no patient involvement. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.